Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used reservoirs and performed the manual prime and high pressure test per des 8654 and dqtp 6117 section 13.2.3.2.2 using a new lab infusion set along with 5xx insulin pump. The priming was performed in the insulin pump. All reservoirs passed per inspection and there was no leakage air bubbles anomaly observed during analysis. The o-rings/stopper grooves were checked for defects and none were found. All reservoirs connected and locked in place properly. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 435 mg/dl. Customer treated their high blood glucose with a manual shot. Troubleshooting for reservoir leak was performed. Customer advised there was a white line on their tubing set about 6 inches away from the device. Customer advised the leak was in between both o-rings. Customer was advised that replacement reservoirs will be sent out and they agreed to return the reservoirs for further analysis.